Manufacturer narrative:
The device history record (DHR) review confirmed that the ilet passed all manufacturing specifications prior to release. No device malfunction was identified. Log review confirmed that the ilet operated as intended, issuing appropriate low bg alerts and pausing insulin delivery. The ilet delivered insulin in response to a usual dinner announcement when bg was approximately 120[?]mg/dl. The cause of the event could not be definitively determined; however, a contributing factor may have been inaccurate meal estimation or sensitivity to the delivered insulin.

Event description:
On (B)(6) 2025, a caregiver reported that on (B)(6) 2025 the user became unresponsive due to low blood glucose (bg) after a usual dinner announcement. The user was driven to the emergency room (ER) by a family member and was treated with a dextrose 50% in water 50[?]ml IV push. The user was discharged early on (B)(6) 2025 and resumed ilet use.